Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device dislocation ('migration of essure device location of device: fallopian tube'), autoimmune disorder ('autoimmune disorder type of disorder') and genital haemorrhage ('abnormal bleeding (general)') in a female patient who had essure (batch no. 755529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included migraine (mild migraine in the beginning of pregnancy.), vaginal itching, vaginitis and constipation. Concurrent conditions included human papilloma virus infection, smear cervix abnormal, dysplasia, left lower quadrant pain, inflammation, photophobia, phonophobia and neck pain. Concomitant products included ibuprofen since 2018, ketorolac tromethamine (toradol), paracetamol (tylenol) and sumatriptan succinate (imitrex). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("hormonal changes describe: irregular menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), pelvic pain ("pain pelvic"), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergic or hypersensitivity reaction type"), urinary tract infection ("infection (bladder/ urinarytract/vaginal) type: uti"), alopecia ("hair loss"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), dyschezia ("gastrointestinal or digestive system condition type: pain with bowel movements"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced headache ("vision/eye problems type: headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, autoimmune disorder, genital haemorrhage, menstruation irregular, vaginal haemorrhage, menorrhagia, allergy to metals, pelvic pain, vulvovaginal pain, dysmenorrhoea, hypersensitivity, headache, urinary tract infection, alopecia, migraine, nausea, tooth disorder, fatigue, dyschezia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, bladder disorder, device dislocation, dyschezia, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: insertion details: left ¿not seen ,right -2 hysterosalpingogram done in (B)(6) 2017 showed that the left-sided device has migrated slightly laterally from its suspected initial position and bilateral devices remain in place with resultant bilateral fallopian tube occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: impression: bilateral pressure devices remain in place with resultant bilateral fallopian tube occlusion.. Ultrasound pelvis - on an unknown date: impression: complex thickened endometrium. Blood flow noted in both ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device dislocation ('migration of essure device location of device: fallopian tube'), autoimmune disorder ('autoimmune disorder type of disorder') and genital haemorrhage ('abnormal bleeding (general)') in a female patient who had essure (batch no. 755529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included migraine (mild migraine in the beginning of pregnancy.), vaginal itching, vaginitis and constipation. Concurrent conditions included human papilloma virus infection, smear cervix abnormal, dysplasia, left lower quadrant pain, inflammation, photophobia, phonophobia and neck pain. Concomitant products included ibuprofen since 2018, ketorolac tromethamine (toradol), paracetamol (tylenol) and sumatriptan succinate (imitrex). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("hormonal changes describe: irregular menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), pelvic pain ("pain pelvic"), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergic or hypersensitivity reaction type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), alopecia ("hair loss"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), dyschezia ("gastrointestinal or digestive system condition type: pain with bowel movements"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced headache ("vision/eye problems type: headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, autoimmune disorder, genital haemorrhage, menstruation irregular, vaginal haemorrhage, menorrhagia, allergy to metals, pelvic pain, vulvovaginal pain, dysmenorrhoea, hypersensitivity, headache, urinary tract infection, alopecia, migraine, nausea, tooth disorder, fatigue, dyschezia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, bladder disorder, device dislocation, dyschezia, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: insertion details: left ¿not seen ,right -2 hysterosalpingogram done in (B)(6) 2017 showed that the left-sided device has migrated slightly laterally from its suspected initial position and bilateral devices remain in place with resultant bilateral fallopian tube occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: impression: bilateral pressure devices remain in place with resultant bilateral fallopian tube occlusion.. Ultrasound pelvis - on an unknown date: impression: complex thickened endometrium. Blood flow noted in both ovaries.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporter's information was updated. Lot no. Was added. Case become incident, previously added injury nos was replaced by irregular menstruation & new events- abnormal bleeding (general),abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type,uti, autoimmune disorder type of disorder, bladder or urinary problems or changes,migraines / headaches, migration of essure device location of device: fallopian tube, nausea, dental problems, nickel allergy, dysmenorrhea, vaginal pain, pelvic pain perforation (fallopian tube(s)), headaches, fatigue, pain with bowel movements, hair loss, device monitoring procedure not performed, were added. Concomitant condition& drug was added. On (B)(6) 2019: mr received: fu 2&3 proceeded together. Concomitant drugs & conditions were added. Lab test was added. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.